Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the plunger tamper seal to be removed, and the bottom case seal broken. The device was observed to have a damaged top case, battery door and plunger case head. The device?s event history log was reviewed for evidence of the reported problem, system failure: positive supply bgnd test? Was found. To conduct functional testing, the device was powered up. Upon power up, the reported problem was duplicated. Additionally, the lcd display was observed to be illegible. The mainboard was revealed to not be operating as intended, causing the issue. To address the problem, the mainboard, lcd, top case, and plunger cases were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a system failure. Positive supply bgnd test, broken top bezel, damaged display (on and off), plunger housing. No adverse patient effects were reported by the customer.